Manufacturer narrative:
H.6. Investigation: two open 31g x 5mm pen needle samples and three photos were returned from lot. No. 9268401, cat. No. 320129. Clog testing was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that 2 pen ndl 31ga 5mm 14bag 700cas jp were unable or difficult to prime prior to use. The following information was provided by the initial reporter: drug didn't come out upon air purge.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 31ga 5mm 14bag 700cas jp were unable or difficult to prime prior to use. The following information was provided by the initial reporter: drug didn't come out upon air purge.